Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the pump histories indicated multiple unexplained reboots had occurred on (B)(6) 2016. The battery cap and battery compartment were undamaged and the battery cap was able to fit securely and maintain electrical connection. The pump powered on with functional auditory and vibratory features and a blank display screen. Additional testing could not be completed due to the blank display. The pump cover was removed and a missing signal was found at the watchdog chip; the printed circuit board was examined and found that there was moisture corrosion present at the chip and on the display flex. Functional auditory and vibratory features indicate power to the pump; the complaint of no power could not be duplicated on investigation.